Event description:
It was reported that after removal of the target device, it was observed that distal locking screw was displaced. The screw was placed next to the hole. To complete the surgery, the screw was inserted with freehand-locking. No adverse consequences to the patient.

Manufacturer narrative:
Additional information, has been requested and if received, will be submitted on a supplemental report. This event created a serious injury in the past and will be reported as a malfunction.